Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The se was unable to replicate the issue during testing. The se replaced the cdi 550 bga (blood gas analyzer) monitor. Subsequently, the device passed all testing.

Event description:
The device user (du) reported that device displayed message stating "arterial module srs failure". The du confirmed that the cable head was clean with no debris. They opted to use a second device.